Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge angiocath unit from lot 8071892 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a piece of foreign matter (fm) on the blister pack. The unit was sent for ftir testing and it was determine that the fm was mostly polyethylene propylene mixed with lanolin which is a waxy material. Based off the visual inspection and testing the engineer was able to verify the reported defect. This was determined to be a manufacturing defect caused by a shearing of the material for a long period of time in the injection nozzle. The nozzle heated up caused the observed defect.

Event description:
It has been reported that one bd angiocath¿ IV catheter 22ga 1.00in has been found containing foreign matter before use. The following has been provided by the initial reporter: brown smear on the tip.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd angiocath¿ IV catheter 22ga 1.00in has been found containing foreign matter before use. The following has been provided by the initial reporter: brown smear on the tip.